Event description:
It was reported that during mr surgery the fast-fix's t2 pulled out post deployment. T2 was deployed through the meniscus and removed from the patient. The procedure was completed without delay using a s+n backup device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Additional information in b5 and d4. H11. Correction in d10 and g1.

Event description:
It was reported that, during a meniscal repair surgery, the fast-fix's t2 pulled out post deployment. The procedure was completed using a s+n backup device and it is unknown if there was a delay. No patient injury or other complications were reported.

Manufacturer narrative:
H10, h2, h3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 pulled out of the meniscus after deployment. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological conditions in the soft tissue that would prevent secure fixation of the device. The instruction for use outlines precautionary statements and instructions in during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.